Event description:
Pt was implanted with a cannulated tibial nail and four (4) unk locking screws on (B)(6) 2011 for open distal fibula fracture. F/u x-rays taken in (B)(6) 2012 showed a non-union of the proximal portion of segmental distal 1/3 fracture. All hardware was explanted on (B)(6) 2012 and pt was revised to iliac crest with dbx along with a nail and screws. Explanted hardware was given to the pt. This is the 4th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on-going; no conclusions can be drawn as no device was returned or part number or lot number provided.